Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection observed no obvious damages. Functional and pressure testing was performed; a leak was observed at the engagement between the tubing and upper fitment engagement. Dimensional analysis of the tubing was found to be within specification. Further visual inspection observed insufficient solvent applied at the engagement between the tubing and upper fitment components. The root cause of the customer¿s report of a leak was identified as a manufacturing issue due to insufficient solvent being applied at the engagement of the tubing.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing cracked and leaked at the silicone segment near the upper fitment. No patient harm was reported.